Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited low impedance. No intervention was performed. The patient was in stable condition prior, during, and post interrogation. The patient would continue to be monitored.